Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) confirmed through a data analysis that the device power consumption has been increasing and recommended replacing the device within 90 days. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) confirmed through a data analysis that the device power consumption has been increasing and recommended replacing the device within 90 days. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). Technical services (ts) confirmed through a data analysis that the device power consumption has been increasing and recommended replacing the device within 90 days. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.